Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker migrated due to a gastric bypass surgery and subsequent weight loss. The patient underwent surgical intervention to reposition the pacemaker and implant new leads. The device remains in service. No additional adverse patient effects were reported.